Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that a patient is scheduled for a revision of the right hip on an unknown date. Review of received data: primary surgery report dated (B)(6) 1991: operation: right uncemented allopro total hip prosthesis using a 48mm outside diameter allopro cup and a size 11 apa allopro prosthesis with a long neck ceramic head 28mm diameter. No problems noticed in the report. Operation completed with success. Two undated x-rays were returned. In the ap view x-ray bilateral tha is seen. Some dark lines at the cup interface is visible in the ap view and also lateral view x-rays. However, no other x-rays were received to compare those features. No other problem is observed. Components seem to have properly located. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: no event information is available. Neither office visit notes, nor devices or photos of the explanted implants (it is not known if the revision surgery took place or not) were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful root cause analysis of the reported event. However, all possible causes that might be leading to the issues reported are listed in dfmea. Conclusion summary: revision surgery for the patient is planned after 26 years in-vivo time. Reason of the revision surgery is unknown. No medical data is received for the investigation to confirm any possible event. X-rays were undated and most possibly were taken post-op. Therefore, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Implantation report was provided. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an ap rs cup ti shell 48 mm ( 3804) on the right side on (B)(6) 1991. The patient is scheduled for a revision surgery due to unknown reasons.